Event description:
It was reported to philips that the device had an ECG bias issue. The field service engineer (fse) evaluated the device and confirmed there was an ECG bias issue. The device needs a processor pca. Problem description by engineer : customer function/role: web portal device use: clinical use. Expected and unexpected results: processor board-ECG bias. User impact: no. Patient impact: no. Current software version: diagnostic performed by engineer : diagnosis by customer. Confirmed by engineer. Parts consumed : 1.00000,453563478461,restored processor board pca. Tools & equipment : defibrillator analyzer,2021-12-31 00:00:00. Torque screwdriver,2021-12-31 00:00:00. Test simulator kit,2022-01-31 00:00:00. Test simulator kit,2022-01-31 00:00:00. Electrical safety tester,2021-12-31 00:00:00. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device had an ECG bias issue. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.